Event description:
The customer reported that the power cable assembly was broken. They were able to do a temporary fix so they could continue to treat the patients. No pt injury was reported.

Manufacturer narrative:
The ge service rep found the exposed wires on the ac cord, repaired and adjusted grommet to specs, tested unit, and now working as per ge/oec specs.